Event description:
Dealer states the unit has 1 red, 2 green lights and no switching. Unit was out on patient when failed. Not sure how long patient was using the unit. Unit was being used in a private home. Hours 12240.